Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (false asystole events / constant gong alarms) was investigated. As received, the belt would not communicate with a test monitor. Upon evaluation, the brown (-5v) wire was open inside the trunk cable. The open wire could not be ruled out as a potential contributing cause of the reported false asystole events and constant gong alarms. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing false asystole events and constant gong alarms.